Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) power would not stay on. They used another vh-3010 from another operating room to complete the procedure. Other than a delay in completing the procedure, there were no patient effects.

Manufacturer narrative:
(B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.